Event description:
It was reported that the implantable neurostimulator (ins) was replaced in (B)(6) 2013. Ins was replaced and turned on. The left body symptom was improved. The right body symptom was not good. Additional information received reported after the replacement the left and right symptom was not balanced. The left lead was broken. The patient was planning to have a second operation to implant a new lead. Reference manufacturer's report number: 3004209178-2013-23330 for abnormal lead prior to replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, serial# (B)(4), product type: lead; product ID: 3389-40, serial# (B)(4), product type: lead; product ID: 748251, serial# (B)(4), product type: extension; product ID: 748251, serial# (B)(4), product type: extension. (B)(4).